Manufacturer narrative:
Product complaint (B)(4). Batch # r5a33g. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Hartmann reversal. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? The service¿s (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Can you please clarify what was meant by, ¿the feedback was ok¿? When the surgeon fired, the staples did¿nt close well. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. The donuts were ok. Was a complete washer transection confirmed? Yes. Can you please describe the staple form? They had a ¿b¿ form wrong. Were there staple formation issues in one area or circumferentially? Yes, in all circumference. Is the ileostomy temporary or permanent? Temporary; the ileostomy was performed due to the issues experienced with the device. What is the current status of the patient? He is good.

Event description:
It was reported that in general surgery at the hospital, during a colon surgery when he fired the machine, the feedback was ok, but when he made the leak test, he discovered the staple line was opened. He finished with manual sutures and made an ileostomy to the patient. Surgery was delayed 30 minutes.